Event description:
Healthcare professional reported a capsular contracture baker grade iii and "a large amount of fluid around 200ml." Later, "thick fibrous capsules infiltrated by macrophages and multinucleated giant cells of foreign body type" and "no. 1¿2 fibrous capsules with inflammatory changes¿ was diagnosed during pathological examination. This relates to the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, baker grade iii, seroma-late, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a capsular contracture baker grade iii and "a large amount of fluid around 200ml." Later, "thick fibrous capsules infiltrated by macrophages and multinucleated giant cells of foreign body type" and "no. 1¿2 fibrous capsules with inflammatory changes¿ was diagnosed during pathological examination. This relates to the left side. Device has been explanted.